Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had been experienced low blood glucose for several days. At the time of reporting her blood glucose was 110mg/dl. However, it had been as low as 43mg/dl, which she treated by drinking a coke. During troubleshooting, a crack was discovered in the reservoir compartment of her insulin pump. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.